Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock leaked. There was not report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 8010922. Our records show the reported lot was manufactured on january 31, 2018, and determined that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results, the root cause was not identified because the customer did not provide the sufficient information (sample or picture) which is essential to perform a better investigation.

Event description:
It was reported that a bd connecta¿ stopcock leaked. There was not report of exposure, injury, or medical intervention.